Event description:
Went to do scheduled routine maintenance of my bi-pap machine and when I pulled my filters out to wash and replace, they were black with particles. I had been experiencing sinus problems and throat scratchiness and congestion for a couple of weeks, but thought it was allergies. My pulmonologist recommended that I try to stop use and contact philips. Big joke. I have severe double sleep apnea and stop breathing 62 times a minute without my machine. Without it, I wake with severe headaches, exhausted and congestion. Called my company that supplies me and was informed that medicare will not pay for a different machine. Guess there's no way to move up the list. The machine isn't even 2years old. Guess I can use it and hope and pray to god that the filters will catch enough that I don't get cancer. FDA safety report ID # (B)(4).